Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The system was stuck in nav mode after being left on for 2 days. When the system cooled, it worked as intended. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the system was stuck in nav mode. The system was left on for 2 days. When cooled, the system worked. There was no patient present when this issue was identified.